Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is resolved. This is the final report.

Manufacturer narrative:
(B)(4). The company was informed that the recipient's explanted device was disposed of by the facility and will not be returning to the company for analysis. A review of the device history record noted no rework.

Event description:
The recipient reportedly experienced pain and secretion at the implant site. In (B)(6) 2015, the recipient was hospitalized for 12 days and treated with cefuroxime. The issue had resolved, however, in (B)(6) 2015 the recipient experienced another infection. The recipient was treated with clindamycin, however, the infection did not resolve. The recipient's device was explanted. On (B)(6) 2016, the recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection resolved.